Event description:
A customer reported a malfunction in their insulin pump. There was no adverse impact on the customer's blood glucose level. The customer reverted to manual injections for insulin therapy.